Manufacturer narrative:
On (B)(6) 2020, it was noticed that the report submission due date field was erroneously left blank on the previously submitted report. The due date of the previously submitted report is (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/28/2020, mentor became aware that section d1. Brand name contained an erroneously entered abbreviation on the previously submitted report. Relevant section has been updated with the proper device brand name. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 30-jul-2020, mentor completed the investigation on the suspect medical device. The investigation was completed on video footage of the explanted implant because the physical device was not received by mentor. Device evaluation summary: according to the information reported, the patient experienced symptoms of generalized illness. During the visual evaluation of the video provided in the complaint, no apparent damage or visual anomalies were observed in the product. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/ or reoperation: capsular contracture, baker grade unknown, generalized illness symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation with unspecified mentor gel implants and experienced capsular contracture, baker grade unknown on the left side and generalized illness symptoms including wrinkly skin on the hands when exposed to water. As a result, the patient underwent explantation on an unspecified date. Upon explantation, the left sided implant was found to be discolored. This report is for the right side device.